Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to possible irradiation dose lots or device lots was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Patient reported 11 days post operative he developed a pin site infection that is being treated with oral abx.